Event description:
It was reported the patient received the following results within 15 minutes: 510 mg/dl, 488 mg/dl and 186 mg/dl. The customer had hyperglycemia symptoms and took 20 units of novolog, and 20 minutes later the customer began to feel better.